Manufacturer narrative:
The reported ¿warming sensation¿ at the ipg pocket site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. The report stated that the patient has felt a warming sensation for the past few months and that they had fallen a few times in the past month or so. Uncomfortable stimulation or sensations can sometimes be associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The device was placed in a chamber heated to 37°c. After 4 hours, the temperature of the ipg increased by only 0.1°c. Device passed as product requirement states no outer surface of the ipg shall be greater than 39°c when in normal operation.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a warming sensation at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.